Event description:
Customer reported she experienced high blood glucose of 500 mg/dl. She had nausea, thirst, irritation and sleepiness. She did not contact her doctor; she has treated with manual injection. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Insulin pump passed the high pressure test. No error alarms found in the history. Customer removed the infusion set and the cannula was not bent or occluded. Customer stated she is on dialysis and had low blood glucose and ate too much sugar and brought the level high. Customer has an upper respiratory infection which could affect her glucose. Current level is 140 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.